Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager had detached from the refrigerator. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager detaching from the fridge. A field service engineer (fse) securely reattached the remote manager to the refrigerator to resolve the issue. The customer confirmed that the refrigerator was functioning properly following the adjustment. The system functioned as intended after the field service engineer repaired the device.